Event description:
It was reported that the patient underwent replacement surgery for the removal and replacement of ams 700 cx inflatable penile prosthesis due to fluid loss.

Event description:
It was reported that the patient underwent replacement surgery for the removal and replacement of ams 700 cx inflatable penile prosthesis due to fluid loss.

Manufacturer narrative:
Product analysis was unable to confirm the allegation of fluid loss in relation to the pump nor cylinders. Product analysis confirmed the fluid loss allegation based on the identification of a leak present in the krt due to fatigue. Review of manufacturing documentation was performed to ensure that all required in-process and final inspections and testing were completed. Review of the manufacturing records found no evidence that the device failed to meet applicable product specifications prior to shipment from boston scientific. Product analysis confirmed a device malfunction as the most probable cause of the reported events. The product record review indicated that the identified device malfunctions do not represent a new or unanticipated event. The investigation conclusion code of cause traced to component failure was chosen because a device malfunction was identified during product analysis that could be traced to a component failure. Based on the results of this investigation no escalation is required.